Event description:
The pt received his scs system on (B)(6) 2009 consisting of an ipg and two percutaneous leads. It was reported that his leads were replaced on (B)(6) 2011 due to alleged overstimulation. An earlier x-ray of the pt's scs system revealed an alleged lead fracture. He was also said to have undergone a prior surgical procedure for purposes of correcting a lead migration issue. Following the lead replacement procedure, the pt reported effective therapy coverage of his painful areas.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.